Event description:
It was reported that the user experienced prolonged hyperglycemia with a reported peak around 400 mg/dl while the ilet was disconnected for charging and following a recent infusion set and supply change, after which the pump delivered corrections and glucose trended down. Symptoms included ketone presence and thirst without other reported clinical effects. Outcomes included no emergency treatment, no hospitalization, and continuation of home management with ketone monitoring per the ketone action plan. Investigation included guided troubleshooting, a full supply change with verification of insulin drops, reconnection, and cannula fill, as well as inspection for leaks or air bubbles, and relocation of the infusion site to the left side. Investigation of this case revealed no device alarms beyond high glucose alerts and no observed hardware or supply anomalies; the user suspected the infusion cannula may have been placed in scarred or stretch-marked tissue, which can impair insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to infusion site absorption issues rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.